Event description:
Patient with a history of ca of the rectum receiving neoadjuvant 5-fu. In 2007 had insertion of a port-a-cath for chemotherapy. During week 3 of treatment developed swelling of the port-a-cath when it was injected and was found to have a "fracture" of the catheter. In 2007 - underwent surgery for replacement of "fractured" catheter.